Manufacturer narrative:
Result of investigation: visual inspection was performed. Found only a sample with the microtip badly assembled. It was assembled until top of barrel. According to procedure, it must be set in 1cc. Therefore, the root cause is determined to be manufacturing process - assembly process (internal).

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife" arterial blood sampler experienced not working. The doctor is obliged to go up manually so that the blood goes up. The customer confirmed that there was no patient harm associated with the reported event.